Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that prior to use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The touchscreen is not responding. No patient involvement. No harm reported.